Event description:
It was reported that during a da vinci si hysterectomy procedure, a piece of the mega needle driver instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the proximal pin was dislodged from the proximal clevis. The proximal pin is broken and a .100 long segment of the pin that contains the pin head was also returned. The pin fractured just before it enters the distal clevis. One ear of the distal clevis exhibits scratch marks next to the pin hole. As a result of the pin breakage, three proximal pulleys are missing. One pulley was returned. One grip close cable was also found broken at the distal idlers. The idler pulley spins freely, however, the outer edge exhibits minor damage. The other cables at the wrist are not damaged.